Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h12i06079, h12l13070, h13a28038 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from this peritonitis event.